Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.